Event description:
Consumer called to report getting readings they are not comfortable with. Analysis run on clark error grid using mean avg. Reading (69) as ref. Point vs. Bd readings of 95, 60, 51 yielded data points in the d zone of the grid, outside of acceptable limits.